Manufacturer narrative:
(B)(4). Device manufacture date: 04/29/2015 ¿ 05/06/2015. A companion sample was received and an evaluation was performed to investigate the reported event. A visual inspection by the naked eye was performed. The minicap¿s pouch was not flawed or damaged that compromises seal or component integrity. The presence of iodine was detected on the minicap sample. Functional testing was performed on the minicap sample by pressure testing the pouch. No leaks were detected. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the reported issue could not be verified. A CAPA currently exists to address this issue. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap sponge did not seem to have enough iodine on it and was dry. The patient did not use the cap. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report one of two.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. Same patient/event as (B)(4).